Event description:
The patient was male but age was unknown. The target lesion was the carotid artery. Calcification and vessel tortuosity were unknown. The lesion was heavily stenosed (% was unk). The distal tip of the angioguard rx (complaint product) was shaped and advanced in the patient but the device could not cross the target lesion. The angioguard was removed from the patient through a guiding catheter (details unk). The distal tip was attempted to be reshaped but it became frayed and could not maintain its shape. Another new product (details unk) was opened and the procedure was completed without any other issues. There will be no product return. There was no adverse event and the patient is in stable condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped according to IFU.

Manufacturer narrative:
When treating a heavily stenosed carotid artery lesion the distal tip of the angioguard rx was shaped and advanced in the patient but the device did not cross the target lesion. The angioguard was removed from the patient through the unknown guiding catheter. The distal tip was attempted to be reshaped but it became frayed and could not maintain its shape. Another new unknown product was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. There is no information available regarding the degree of stenosis, calcification or tortuosity. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped according to IFU. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 02419866 which corresponds to cordis angioguard lot 70210521. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Difficulty/inability to cross a lesion of an anatomical structure is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These common issues are likely to be factors in this event. Without the return of the device for analysis, no conclusion can be made regarding root cause of the reported distal tip damage. However, based on the report that the distal tip damage of the angioguard rx occurred after reshaping, the technique and manipulations to reshape the device are possible contributing factors. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.